Event description:
It was reported that the patient presented in the emergency room due to inappropriate shock and anti-tachycardia pacing (atp). Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited far p wave oversensing and r-wave amplitude variation. Chest x-ray confirmed rv lead dislodgement. The rv lead was capped on (B)(6) 2025. The patient was in stable condition.